Event description:
A pt was tested and receivedd a reading of 151 mg/dl. The ems treated the pt for hypoglycemia based on this reading. Upon arrival at the hospital (approximately 18 minutes later), the pt was tested and the hospital received a reading of 7 mg/dl. The ems squad tested the meter the next day using controls and the meter performed as it was designed. The customer was asked to return the meter for further evaluation.